Manufacturer narrative:
Multiple attempts were made to contact the patient with no success. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported via email that their blood pressure monitor no longer works since the batteries expanded, likely causing a thermal event. Multiple attempts to contact the member to confirm whether any treatment was performed due to the thermal email, but the attempts were unsuccessful.